Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, during a vertebroplasty for compression fracture, the cement was taken out of a refrigerator at the same time as the surgeon entered the operation room. About 30 minutes after, the cement was mixed. About 13 minutes after mixing the cement, the surgeon checked the viscosity and injected the cement. After that, the cement could be injected into the patient¿s body using a 2cc syringe even about 20 minutes after the first injection, so the surgeon suspected the cement which had been injected into the patient¿s body at first would not harden at all. The surgeon was concerned that the vertebral body might collapse due to lack of hardening of the cement, so he assessed the remaining cement used on the patient to see how well it had hardened; after about 35 minutes, the remaining cement hardened, and the surgeon completed the procedures. The surgery was completed successfully with no surgical delay. The patient was reported as stable. This report involves one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part: 07.702.016s; lot no: 2b53480; release to warehouse:18 feb, 2022; expiry date:01 feb, 2025; manufacturing site: werk selzach; supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.